Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after placing the patient device into an emergency single chamber fixed rate pacing mode, the programmer was unable to re-program the device out of the single chamber fixed rate pacing mode; the program button was grayed out. The issue was resolved by leaving the pacemaker session, re-booting the programmer, re-interrogating the device, and re-programming the initial values. The programmer remains in use. No patient complications have been reported as a result of this event.